Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial evaluation of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010, during drain cycle 1. The homepatient (hp) drained 4101 ml. The fill volume was 1800ml. This drain volume meets iipv criteria.